Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on (B)(6) 2023. A connection problem has occurred in the active cord connector and the device did not energize. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: blocks b5 and h6 (patient code) have been updated based on the additional information received on february 19, 2024.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on (B)(6) 2023. A connection problem has occurred in the active cord connector and the device did not energize. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Additional information received on february 19, 2024: the snare was used in the upper and lower gastrointestinal tract during an endoscopic mucosal resection (emr) procedure was performed. This has happened in multiple occurrences wherein sometimes it was inside the body and sometimes before the scope was inserted.